Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. On 11-oct-2016 it was reported that the patient experienced an overdose on the day of implant or the next day. Per the reporter, the patient became unresponsive due to the overdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.